Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise on the right ventricular (rv) channel. There was signal artifact monitor (sam) event noted which looked like from electromagnetic interference (emi). The impedances were noted to be greater than 200 ohms. The plan was to continue monitoring. This device remains in service. No adverse patient effects were reported.